Event description:
A customer reported to baxter (B)(4) of an administration set that had holes in the tubing. This condition occurred during patient use. A patient was involved but no injury or medical intervention was incurred. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation; however a photo of the sample was available for evaluation. The reported holes could not be seen as there were no close-up images of the reported holes. Moreover the sets were contaminated with blood, making it more difficult to spot the reported defect. The reported problem was not confirmed and there is no assignable root cause. A follow-up report will be submitted if additional information becomes available.